Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial air alarms occurred at the beginning of a routine hemodialysis treatment. The alarms could not be resolved and the operator was unable to perform manual rinseback due to clotting, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarms have been attributed by facility staff to inadequate vascular access flow. The cycler alarmed appropriately. The patient's vascular access is being evaluated. The user's guide provides adequate instructions for troubleshooting air alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.